Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-04845 / 04848).

Event description:
It was reported a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2009, due to dislocation and trochanteric escape. Operative reports confirmed the modular head and liner were removed and replaced. Patient underwent a second revision on (B)(6) 2009 due to recurrent dislocation. Operative reports confirmed the modular head and liner were removed and replaced with a biomet head and competitor liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 5 mdrs filed for the same patient (reference 1825034-2013-04845 / 04848 and 2014-00645).

Event description:
It was reported patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in (B)(6) 2004. It was further reported patient underwent a revision procedure on an unknown date (B)(6) 2004 for unknown reasons. Subsequently, a revision procedure was performed on right hip (B)(6) 2008 due to stem loosening. It was further reported patient was revised on (B)(6) 2009 due to dislocation and trochanteric escape. Operative reports confirmed the modular head and liner were removed and replaced. Patient underwent a revision on(B)(6) 2009 due to recurrent dislocation. Operative reports confirmed the modular head and liner were removed and replaced with a biomet head and competitor liner.